Event description:
It was reported that a physician implanted the x-stop device into a pt at two levels. Post-op, the pt had 'pain consisting of general soreness and pain on palpation." The pt had a "lump like" swelling of the incision area. The pt consulted the physician with leg weakness interfering with the activities of daily living. The leg weakness/pain existed prior to the x-stop procedure and there was no change. Fifteen days post-op, the pt's incisional pain and swelling were "better." The physician prescribed applications of ice to the incision area and physical therapy for the leg weakness/pain. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.